Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). On (B)(6)2017 arjohuntleigh has been notified that during transfer of resident with sara 3000 lift and sling, resident slipped out of the sling and fell on the floor. As an outcome of the issue, the resident pain was reported. Fortunately, no serious injury occurred. It was informed that patient fell due to wrong attachment of sling ("straps were not crossed") not due to device or sling malfunctions. The additional information was not released. On 13th october 2017, it was informed that event occurred because of caregiver did not follow the sara 3000 instruction for use (IFU). When reviewing reportable complaints on sara 3000 registered during last 5 year with similar fault description (slip out of sling), we have found a limited number of reportable complaints. The occurrence rate observed for this failure mode is currently considered to be low. No malfunction of the lift as well as sling was reported. Based on the product knowledge and a simulation, it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system is followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient with the sling. A patient drop could take a place when a sequence of multiple use errors occurs (at minimum): the person's arms are placed not outside the sling; the person was not correctly evaluated prior to the transfer; the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction for use). It should be emphasized that in this particular case, it was informed that patient fell due to wrong attachment of sling. The current sara 3000 instructions for use (IFU; kkx81010m_en_12) includes important information concerning proper and safe use of the system (sling and lift together). IFU provides also written and pictographic guidance of proper sling attachment: "when applying the transfer sling, take each leg section of the sling in turn and slide under each leg." "When using the transfer sling; identify the attachment loop on each leg side left and right of the sling and attach them on the central lug located in between the resident support arms, positioned towards the resident." " warning always check that all the sling attachment clips are securely connected and fully in position before and during the lifting cycle, and in tension as the resident's weight is gradually taken up. Make sure each clip is attached to the correct clip attachment point on the resident support arms, and each loop is attached correctly and secure onto the lug should the transfer sling be used." Finally, the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. To conclude, the sara 3000 lift and the active sling were used for patient's care. Although no technical deficiency of the lift nor sling was found, the resident slipped out of the sling and from that perspective, the system did not meet its performance specification. No serious adverse event occurred. We report this event to competent authorities due to potential as falling to the floor may result in serious injury if it would reoccur.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2017 arjohuntleigh has been notified about event where it was reported that during transfer with sara 3000 active lift and sling, resident fell. Pain was reported as consequences. It was informed that patient fell due to wrong attachment of sling procedure.